Event description:
The customer reported that they had an erroneous high result for one patient sample tested for thyrotropin (tsh) when tested on an e601 analyzer. The customer explains that ft4 and ft3 results were normal. The sample initially resulted as 17.92 uui/ml on the e601 analyzer and this result was reported outside of the laboratory. The sample was sent to an external laboratory where it was tested on a siemens centaur analyzer, resulting as < 0.008 mcu/ml on (B)(6) 2015. The sample was also tested on an abbott architect at the external laboratory, where it resulted as 0 uui/ml. The siemens and centaur results were believed to be correct. With the symptoms of the patient at the time, lower tsh results were expected. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. It was stated that the patient was being treated for hypothyroidism, but the patient was not responding to the treatment. The dosage of the patient treatment was not changed and the patient was beginning to have symptoms of hyperthyroidism. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
The patient's results were reported outside of the laboratory to a doctor who was treating the patient.

Manufacturer narrative:
Two samples from the patient were provided for investigation. The customer's high result values were reproduced. An interfering factor to the f(ab')2 fragment of the assay antibody was identified. This interference is covered in labeling.

Manufacturer narrative:
This event occurred in (B)(6).